Event description:
It was reported that patient was seen with high impedance. No additional or relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that generator implanted in the patient is a test generator, no true high impedance was seen. This device has not been implanted in any patient at any point in time. No other relevant information has been received to date.